Event description:
It was reported that the customer had high blood glucose levels of 263 mg/dl. The customer reported changing the battery of the insulin pump nineteen times. The customer reported receiving low battery alerts from the insulin pump. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.